Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced insulin pooling and observed leakage at the infusion site, resulting in elevated blood glucose levels of approximately 400 mg/dl. The patient managed the issue by changing the infusion site and administering multiple daily injections (mdi) to reduce blood glucose levels. Novolog insulin was used. There was patient involvement, with no harm reported.